Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer resumed insulin delivery and delivered boluses. There was no reported impact to customer's blood glucose level.